Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse stated that he could not duplicate the failure. A full calibration and functional check has been performed per the factory calibration procedures. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic assembly issue. The fiber optic was nor working. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.